Event description:
It was reported that cartridge load process on pump automatically started over after cannula fill, causing customer to repeat entire load process, and no alerts or alarms were found or recalled during event. There was no reported impact to the customer¿s blood glucose level. Customer reloaded cartridge and successfully resumed insulin delivery, and technical support reviewed proper load procedure, confirmed issue was resolved, and advised customer to call back if problem recurred.